Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Reference internal complaint cc#4383100

Event description:
It was reported a physician attempted to perform a novasure endometrial ablation on (B)(6) 2016 and received an unsuccessful cavity integrity assessment (cia) test. The physician then performed a hysteroscopy which didn't reveal a perforation. The physician suspected a perforation and aborted the procedure. A hysteroscopy, and dilatation with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.